Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had to visit emergency room on (B)(6) 2021. Blood glucose reading was over 600 mg/dl. Customer stated that they was positive in ketones and experiencing nausea. Customer was treated with intravenous insulin drip. Customer stated that auto mode feature was not active at the time of high blood glucose. The insulin pump will not be returned for analysis.